Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with juvederm ultra plus xc, the needle popped off. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.